Event description:
It was reported that a pump declared an altitude alarm. There was no adverse impact to the customer's blood glucose level. The customer replaced the cartridge to resolve the issue, and technical support provided tips for preventing altitude alarms and agreed to send replacement cartridges.